Event description:
Complaint description: my optometrist of 20 years, dr at vision center recommended another dr to do my lasik surgery on my eyes. When I asked which office he was at, dr(first) told me that he was out of the office. I had eye surgery in 2008 at the office with dr(second). Immediately that night, I experienced problems. When I tried to call vision center, we only got a recording. There was no emergency number listed on the space for phone numbers on the papers that they sent home. When I paged dr(first) there was no response. At 1am on the next day, a friend drove me to the ER. They too tried to page dr(first) and tried to call dr(second) and vision one. All the doctors could do for me at the ER was to prescribe a pain pill and sedative, -which should have been prescribed by second dr to begin with-. The ER visit cost almost $500. I continued to have problems and went to see dr(first) my optometrist. He really didn't know what to do because he is not a surgeon. He said I should just keep putting drops in my eyes and it would get better. When dr(first) took the contact bandages off, my right eye got worse immediately. I called up dr(first) and he said that I needed to give it time and it would get better. My eye was too painful to be able to see and I was not able to work. After a week and a half I returned to dr(first) and by that time I had serious issues with my right eye. After talking to second dr by phone, I was referred to an eye surgeon, another dr. I went to dr(third) and he had to perform surgery to lift the flap on my right eye and clean underneath it due to growths around and under the flap. My eye was very painful all over again, and I was not able to see clearly or work. I continued to see him a few times a week for several weeks. It was at that time I learned dr(second) does not live in town. He lives in another state. That is the reason why he could not see my when I developed problems. If I had known that he does not live here, I never would have used him as my lasik surgeon. Now after several mos of going out for appointments with third dr, I still can not see out of my right eye. It is like looking out of a blurry dirty film. It can not be corrected with lenses or glasses. I have to have another surgery on nov. 6 and dr(third) says I will need another in 4-6 mos. So far I have been billed for thousands of dollars and that does not include prescriptions or patches that I had to buy. That does not include the surgery on approx five months later, or any future visits to dr. Foulkes. I have had to miss weeks of work due to pain and loss of vision. I have had to take off work to drive out to hinsdale to see dr(third) many times. Lasik surgery performed by second dr on original date. Follow up care by dr(third) to try to correct problems. On ten days later, corrective procedure performed by dr(third) to lift flap of right eye to clean underneath. On the next day, follow up care dr(third), two days later follow up care dr(third), three days later follow up care dr(third), the following month(two days later) follow up care same dr, five days later follow up care same dr, three days later follow up care same dr, a week later follow up care same dr, the following month follow up care dr, eighteen days later follow up eye surgery to clean under flap in right eye by dr, three days later follow up care same dr.